Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke with v-go 20 user who reported the event. The patient was changed from v-go 20 to v-go 30 by her physician assistant. She had been using the v-go 30 for about 2 weeks when she had a severe hypoglycemic event. She wears a dexcom cgm which was alarming in the middle of the night on 10/27. She was unable to respond to the alarm as she could not think clearly or move her extremities. She thought she was having a stroke. Her daughter called the emts and she was taken to the emergency department (ER). Her glucose was measured at 40. She was treated and released from the ER and followed up directly with her healthcare practitioner (hcp). She was told to go back to v-go 20 and to not give any clicks until her return visit to her hcp. She has not had any further hypoglycemic episodes. This is a serious adverse event with a severe low glucose of 40 requiring medical intervention. This was most likely caused by the increase in the amount of her basal insulin. There does not seem to be device malfunction.

Event description:
The patient reported that she had been on v-go 20 since she started using v-go. The provider prescribed the v-go 30s and she received them on (B)(6) 2022. She used them for about 2 weeks. On (B)(6) 2022 she had to go to the hospital by ambulance and was told she was having a reaction from too much insulin.